Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that lead was attempted but not implanted due to placement difficulties, high thresholds and dislodgement. \this type of malfunction could lead to death or serious injury if it were to occur again. No adverse patient effects were reported.